Manufacturer narrative:
The reported event that a screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30mm was alleged of breakage could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on product experience, the root cause of this event is most likely attributable to a user and/or patient related issue. These are some of the possible causes: excessive torque was applied during screwing. The instrument was not examined for wear and tear before surgery. The device had experienced excessive use or force and became susceptible to breakage. Hard/dense bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: ''applying excessive torque during screwing may cause damage to the screw head and screwdriver tip'' [original statement(s)]. The instruction for use (v15138 rev b systeme autofix non sterile lbl 0898) was reviewed: ''contraindications do not use the cannulated screws in cases of:[¿] inadequate bone quantity and/or bone quality [¿]. Warning [...] Prior to use, thoroughly read these instructions for use and become familiar with the surgical technique. Examine instruments for wear or damage before use. While rare, intra-operative instrument breakage may occur. Instruments that have experienced excessive use or force may be susceptible to breakage. The operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon. The manufacturer is not responsible for any complications arising from incorrect diagnosis, choice of incorrect implant, incorrect operating techniques, the limitations of treatment methods or inadequate asepsis. The operating surgeon must be especially trained in orthopaedic surgery, biomechanical principles of the skeleton, and the relevant operating techniques. [...]. Intra-operative safety precautions prior to use, verify the integrity of the implants and instruments.'' [Original statement(s)]. The cleaning and sterilization guide (l24002000-en rev. M, ot-rg-1 rev. 1 cleaning and sterilization guide) was reviewed: ''functional check for screwdriver blades description and function: screwdrivers with drive connections of various designs with or without selfretaining function. Potential failure modes: deformation of the blade (twisted); deformation of the blade (rounded); breakage of the blade´s self-retaining mechanism without function; corresponding drive connection of screw head is rounded or worn. Preventive maintenance: [¿]. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws).'' [Original statement(s)]. No indications of material or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
On (B)(6) 2015, the surgeon used the auto fix for calcaneal bone fracture. The surgeon inserted screw using screw driver. However, the tip of screw driver was broken. The surgeon removed the tip of broken screw driver form the patient bone.

Manufacturer narrative:
(B)(4). Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, the surgeon used the auto fix for calcaneal bone fracture. The surgeon inserted screw using screw driver. However, the tip of screw driver was broken. The surgeon removed the tip of broken screw driver form the patient bone.